Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , confirmed the reported ¿foreign body¿ that was found within the sterile saline during pump preparation. Hm3 lvas, serial number (B)(6) , was returned assembled with the pump cable intact. The white tunneling adapter was returned, not securely connected to the inline connector. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. A plastic sample jar was also returned with (B)(6) . A small, clear/tan, piece of debris was observed at the bottom of the jar. The debris was analyzed with reflection infrared microscopy (ftir). It was concluded that the sample was biological debris and may be sourced to the outflow graft sealant. Upon disassembly of the returned pump, visual examination of the pump¿s textured, blood-contacting surfaces revealed no evidence of foreign depositions or debris. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured events consistent with manufacturing and preimplant priming of the device. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), is currently available. Section 5 of the IFU, "surgical procedures", notes to use care when unpacking items, as several of the items must be placed in the sterile fields. This section provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray, and instructs the user to place all the sterile components in the sterile work area. This section also provides instructions for prepping, running, and priming the pump. In addition, section 5 of the IFU (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the protocol preparation for implant a small foreign body was found in the sterile water used to test the pump. The surgeon chose to not use the pump as the source of the foreign body was unknown. There was no harm to the patient and the patient was implanted with a new pump.